Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician observed the central control monitor (ccm) to boot up to a black screen. Using a lab use only (luo) ccm as a surrogate he changed out every component from the suspect ccm but was unable to duplicate the issue in the luo ccm.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician duplicated the reported issue but determined that the central control monitor was beyond economical repair. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d10 and h3. H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Per the manufacturer's subsidiary, the distributor checked the unit and the ccm was still not turning on. The connector cable was transferred to the other network interface card (nic) but was still not operational. The distributor replaced the suspect unit.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb)procedure, the central control monitor (ccm) had a black screen. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was an approximate delay of one hour. There was no blood loss, nor adverse consequences to the patient. During power up of the heart lung machine (hlm) for a cpb procedure on (B)(6) 2019, it was noticed that the ccm screen on the hlm did not power up. All other items, modules, and pumps powered up without issue. This delayed the surgery approximately one hour while the team retrieved another hlm. The surgery with the new hlm proceeded without issue, without blood loss and without harm.